Event description:
It was reported that the instrument broke. There was no patient involvement.

Manufacturer narrative:
(B)(4). The product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the returned device identified a broken impactor pad. The device history record was reviewed and no discrepancies relevant to the reported event were found. The root cause of the reported issue is attributed to the over 10 years of use in the field. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.